Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during a procedure, as soon as the q-fix anchor was implanted, it broke. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the anchor and sutures were not returned. The inner deployment tube is fully extended. The cleat is fully extended out of the device. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture material specification, found that suture strength must be average specification = 7.87 lbs, minimum specification = 4.95 lbs and a certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. A review of the suture material specification, found that the tenacity 7.6 ¿ 9.4 g/d, break strength 8.4 - 10.4 lbs, elongation 11 ¿ 17 % are properties that must be present and certified in the material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include : (1)incorrect bone hole preparation (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture.. No containment or corrective actions are recommended at this time.